Event description:
Dexcom g6 changed the FDA approved adhesive. The new adhesive caused a serious allergic reactions & burns to my skin. They denied the adhesive change for over a year & then started to admit it stating that the change was due to some complaints that it didn't stick for the 10 day session. To continue using the g6, it required me to try numerous underlay patches to avoid the allergen from getting to my skin. They are not inexpensive. They refused to offer free patches for those of us affected.